Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that the door did not close completely and the cover was damaged on the rotor and switch side of the door. It was found that the rotor on the door was misaligned with the dingus. The door was re-homed. The issue was then resolved and the system passed a system checkout. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the imaging system pendant showed the gantry was open when the gantry was actually closed. There was no patient involved.